Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a door failure. The customer reported that there was no medication delay since user can managed to get the medicines from other station. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple tower doors were failed. A field service engineer replaced single auxiliary door latches to resolve. The system functioned as intended after the field service engineer repaired the device.